Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device melting. The device was returned to the biomedical department with a report of, "pump has the rubber feet melted and stained." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.